Event description:
It was reported that the customer was admitted to the hospital's intensive care unit (ICU) with an low blood glucose (bg) level; value was not provided and cause was not known. The customer was treated intravenously with glucagon and saline to address the bg. Customer was discharged from the ICU 4 - 5 days later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.